Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11c20058 and h11c10018 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. On an unknown date, the patient developed peritonitis. The cause of the peritonitis was unknown as the consumer reported that it may have been caused by the patient's mouth. It was unknown if the patient was hospitalized for the event. Treatment provided and if dianeal therapy was ongoing was not reported. At the time of this report, the patient had recovered from the peritonitis. A causality statement was not provided for the event of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.